Manufacturer narrative:
The lot was manufactured between july 13, 2017 ¿ july 17, 2017. The device was received for evaluation containing approximately 57 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was also performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor under infused the therapy solution. After the therapy infusion time was completed and during removal of the elastomeric pump, it was discovered that only half of the therapy solution had been infused. Initially the pump had been filled with 68.9ml of fluorouracil (3445.2 milligrams) and 27.1 ml of physiological solution and the therapy time was 48 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.